Event description:
A (B)(6) infant with congenital heart defects underwent cardiovascular surgery on (B)(6) 2014. The anesthesiologist reported malfunction of the alaris syringe pump module and two separate pcu's immediately prior to surgery while setting up pumps in or. Also during the surgery, the module stopped functioning causing the infant to code and requiring resuscitation. The surgery was completed.